Event description:
Iabp began alarming (high pitched continuous) and nurse entered room at 0115. Iabp screen black. Liquid was covering pump and surrounding pump on the floor. Heparinized pressure bag hooked up to balloon pump found to be leaking profusely, but not completely empty. The pressure bag was exchanged for new heparinized bag. Attempted to turn balloon pump off and back on without success. Backup iabp hooked up to patient and restarted. The patient reports no adverse symptoms.